Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that alarm history indicated that the battery life was less than expected. No information was provided regarding the condition of the battery cap or compartment or if the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned with the pump. All testing was performed with a test battery cap which was able to be fully tightened onto the pump. The battery compartment was observed to be cracked below the grip pad. Evidence of a short battery life was observed in the black box. The current draws were within specifications. The pump case was removed for further investigation and there was no evidence of moisture contamination or loose components identified inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.